Event description:
Device used in the sfa: the physician first deployed the stent without issue. He then attempted to overlap using a second stent distal to the first stent. Elongation of the stent occurred in the sfa. The physician post dilated using a sailor pta balloon. No patient injury or intervention has been reported.

Manufacturer narrative:
Device was not returned for analysis, however, films were available for review.